Manufacturer narrative:
4581 - corneal endothelial cell loss. Manufacture narrative: corneal endothelial cell loss is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A presentation during ascrs 2026, reported 58 lens exchanges from 2013-2024. Reportedly, "data analysis was performed for a year and for a longer period of time to compare endothelial cell damaged. Endothelial parameters remained comparable between exchanged and non-exchanged eye."